Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported left hip revision due to head disassociating from the stem.

Manufacturer narrative:
An event regarding disassociation involving an accolade tmzf stem was reported. The event was not confirmed. Device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The disassociation could not be confirmed or the root cause determined due to the lack of devices returned for evaluation and no medical records, such as operative reports, x-rays, etc., provided for a clinician review. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported left hip revision due to head disassociating from the stem.